Manufacturer narrative:
B3: unknown; month and year valid. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a cassette sensor error. There was no patient involvement.

Manufacturer narrative:
D9: device returned 16 september 2024. H3: one device was returned for repair. Event log history review found there was no indication that the complaint was related to a service of the device within the review period. Visual and functional testing was performed. Could not confirm complaint of cassette error. Could not replicate or duplicate the error. Probable cause was a software error, faulty cassette or another disposable. Updated software. The device was running normally.